Event description:
It was reported when engaging the safety shield of a bd luer-lok¿ syringe with detachable needle blood went into the users eyes. Customer reported no medical interventions were provided.

Manufacturer narrative:
H.6. No samples sent/received of syr 10ml ll w/ndl eclipse 22x1-1/2 rb catalog 305786 with lot number 7356447. According to issue stated by customer ¿blood exposure to the user¿s eyes¿. No sample was received. Review of DHR could not be performed due that the lot number provided was not found on the lot number database and could not match with the one provided on the claim. According to the statement of complaint we cannot confirm the issue stated by the customer and we cannot assign it as a manufacturing defect. We could not determine the root cause and cannot confirm the issue stated by the customer due that no samples were provided and the lot number was not found as a lot number produced by bd nogales.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when engaging the safety shield of a bd luer-lok¿ syringe with detachable needle blood went into the users eyes. Customer reported no medical interventions were provided.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: no. This supplemental MDR also corrects the event description: it was reported when engaging the safety shield of a bd luer-lok syringe with detachable needle, that blood went into the user's eyes. Medical intervention is unknown.

Event description:
It was reported when engaging the safety shield of a bd luer-lok syringe with detachable needle, that blood went into the user's eyes. Medical intervention is unknown.